Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulty inserting sensor. Customer reported that sensor was not sticking, sensor was bleeding excessively and cannula was bent. Customer reported that blood glucose was 40 mg/dl and almost passed out. Customer received assistance with insertion of sensor and was advised that sensor would be replaced.